Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirms the reported event that the impactor's handle is cracked. The overall condition of the device suggests heavy usage. Previous investigation found eco-209788 was implemented on (B)(4) 2006 to alleviate handle fractures; a metal washer was added at the distal end of the handle to protect the radel handle from impact during an extraction type hit. Related CAPA (B)(4) was closed on june 15, 2006. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The pinnacle cup impactor handle is cracked.